Manufacturer narrative:
H10: additional narratives. Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as device request is still ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned via implant patient registry that a 27mm aortic valved conduit was explanted and replaced with a 23mm valved conduit after an implant duration of 1 year, 3 months due to unknown reasons.

Event description:
It was learned via implant patient registry and received medical records that a 11060a 27mm aortic valved conduit was explanted and replaced with a 27mm homograft after an approximate implant duration of 7.5 months due to infective endocarditis.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.